Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 2dpeg20a using blood sample, which gave a satisfactory performance.

Event description:
An advocate from canada called on behalf of his wife to report that she obtained blood glucose readings of 18.4 mmol/l at 7:48 a.m. And 4.7 mmol/l at 7:52 a.m. With the contour next ez meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.